Event description:
The customer reported via phone call that they experienced high blood glucose of 800mg/dl and they were hospitalized on an unknown date. The customer reported they had sweet smell in breath and lethargy. Troubleshooting was performed and the customer was treated with insulin shots using insulin drip. There is no information on whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The product will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A family member reported that the customer was admitted to the intensive care unit on (B)(6) 2022 due to diabetic ketoacidosis. Blood glucose (bg) at time of the event was almost 800 mg/dl. Family member reported that on (B)(6) 2022 the customer began using their new 770g pump, at 5:00pm they experienced a flush feeling and had a blood glucose of 352 mg/dl on their non-medtronic continuous glucose monitor, user tried entering bg in the device to get a dose of insulin but pump did not accept reading, user lowered the bg entered amount in pump to 249 mg/dl and was able to get 4u dispensed. User checked levels again and bg rose to 395 mg/dl. User then went to the emergency room and was admitted, additionally it was discovered that the user needed a pacemaker. While in the hospital user was treated with manual injections and intravenous insulin drip. User was released and began using the pump on (B)(6) 2022, bg rose on (B)(6) 2022 at lunch with 250 mg/dl and at dinner with 296 mg/dl, and on (B)(6) 2022 user woke up lethargic, had a sweet smell on their breath and could not get out of bed. Emergency medical services were called and user was admitted to the hospital. They went to see the endocrinologist who tested the pump and could not get it to dispense insulin. User was given insulin injections to replace the pump therapy. Auto mode was not in use. The product will not be returned for failure analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.